Event description:
The first of four reports from the same facility. A (B)(4) mayfield skull clamp was involved in a slippage and was described as follows; the patients head had been pinned with v. Mueller pins and the mayfield skull clamp slipped. It is unk whether there was any injury to the pt. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.